Event description:
It was reported that the customer had a gray screen issue on the insulin pump. The customer's blood glucose level was 126 mg/dl. The customer could almost not see the insulin pump screen at all. The customer was advised that the insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
No unexpected display anomaly was noted. Sleep currents were within specification. The pump passed the self test. He pump had a cracked reservoir tube lip, scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.